Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on 09 february 2024 from a customer in india it was reported that on (B)(6) 2024, during testing, hamilton t1 (sn (B)(6)), o2 input flow test failed (leakage test ok, flow failed). As immediate aciton performed, checking of the central line pressure is between 41 to 87 psi, then replacement the oxygen inlet filter kit but the o2 input flow test did not passed. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to: hpo pressure out of range, o2 mixer (prop.valve/connector), qo2 sensor / cable & rare: driver board with the driver stage for the o2 prop.valve. Accordingly, the following correction shall be considered: check hpo pressure, replace mixer assembly & if failure remain replace the driver board. As per available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 09 february 2024 from a customer in india it was reported that on (B)(6) 2024, during testing, hamilton t1 (sn (B)(6)), o2 input flow test failed (leakage test ok, flow failed). As immediate aciton performed, checking of the central line pressure is between 41 to 87 psi, then replacement the oxygen inlet filter kit but the o2 input flow test did not passed. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to: hpo pressure out of range. O2 mixer (prop.valve/connector). Qo2 sensor / cable. Rare: driver board with the driver stage for the o2 prop.valve. Accordingly, the following correction shall be considered: check hpo pressure. Replace mixer assembly. If failure remain replace the driver board. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.